Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was severed from dn housing. The root cause for the severed ECG "c&d" cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to run detect and treat testing.